Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The data acquisition board and liquid crystal display were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error occurred causing the unit to shutdown. There was no report of patient involvement.